Event description:
Health care professional reported, "leak in the band system - hunger over the past 6 months, less fluid in the band on fill, port replaced..."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has rec'd the product however the device has not been identified nor has the analysis has not been completed and this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the exact implant date, diagnostic testing or the pt data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for a total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."